Event description:
It was reported that the during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the procedure was not completed with the fourth catheter. Two other replacement catheters exhibited non-reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. It was noted that one of the splines in the distal cage was still inverted. The catheter was returned with a guidewire still stuck inside. The catheter was deployed to basket, where inversion was still visible. The inverted spline was then manually pushed back, and the device was deployed to flower without difficulty. An attempt was made to remove the guidewire from the proximal end with some force, but the attempt was unsuccessful. A subsequent attempt to remove the guidewire from the distal end resulted in the tip of the guidewire becoming slightly unraveled. The catheter was dissected and examined on the microscope to look for the cause of the guidewire being stuck. Dissection revealed dried blood on the guidewire and on the inside of the guidewire lumen. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the procedure was not completed with the fourth catheter. Two other replacement catheters exhibited non-reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product upn is only commercially available outside of the united states.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis.